Manufacturer narrative:
H.6 device code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider in the home position. A tear was evident to the graft cover 10cm from the tip of the graft cover. Longitudinal and radial scratches were present along the length of the graft cover. Breaks were found to the distal backend screw gear and hypotube at the same location. Detachments were present to the backend screw gear and hypotube originating at the break sites with the material jagged and uneven at both detachment sites. The two backend wheel components had detached. Two tabs were broken on one component and two dowels were broken on the other component. The rear handle had also detached. The reported ¿difficult to remove¿ was confirmed through analysis. Ruler calibration #801163. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis  stent graft  system was implanted in the patient for the treatment of a unknown size ruptured abdominal aortic aneurysm.  It was reported that during the index procedure, after placement of the bifurcate graft (esbf3214c103ee ) and placement of the contralateral limb (etlw1616c124ee (B)(4)) the spindle/tip-cap mechanism of the bifurcate stent graft would not close. The blue wheel broke and during the attempt to pull out the delivery system, the complete bifurcated stent graft was dislocated distally in the aaa. The ipsilateral limb was dislocated to the right external iliac artery with the spindle/nose cone stuck inside the limb. After passing a 0.018" wire between the spindle/nose cone a pta balloon was inflated to make space for retrieval of the delivery system which succeeded. The contralateral  limb was crushed in the left common iliac artery and therefore a aui prosthesis etuf3214c102ee (B)(4) was introduced thru the ipsilateral side (right). Then a fem-fem cross over procedure r/l was performed. It was stated that the patient is stable.  As per the physician, the cause of the event was due to product failure.  No additional sequelae was reported and the patient will be monitored.